Event description:
It was reported that a lead integrity alert was triggered for oversensing. It was thought that the lead implant location may have caused the lead to be crushed. The lead was partially explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the distal conductor was distorted, several conductors had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a white substance, and the outer insulation had a cosmetic depression. The analyst also noted that no insulation kinking or buckling was observed. No damage due to calvical rib crush was observed within the pieces of the lead that were returned. Performed information was returned and analyzed. Oversensing was noted as two ventricular non-sustained tachycardia episodes occurred on (B)(6) 2012 and (B)(6) 2012. A lead integrity alert was triggered as one patient alert for lead failure predictor occurred on (B)(6) 2012.